Event description:
It was reported to manufacturer by dealer, on the go medical for their end user. Per end user, the mast locking bolt was found to be sheared off, they do not know how or when this happened. The end user, after finding the bolt sheared off, did not contact the dealer they purchased the lift from, but a local hc dealer who replaced the mast folding bolt with one purchased from a local hardware store. The end user now claims they were using the lift to lower patient into a chair when the whole lift shifted and dropped down. Causing the patient to be dropped. Unknown if any injury happened when patient was dropped back into his chair, just stated he fell hard into the chair.